Event description:
It was reported that a user applied a new dexcom g7 sensor and saw a glucose value on the dexcom app but not on the ilet, indicating initial failure to pair the sensor with the ilet; after turning off the phone¿s bluetooth and entering the sensor code into the ilet, the ilet began displaying glucose values and the phone¿s bluetooth was re-enabled. Symptoms included no reported adverse physiological effects and no change in blood glucose control. Outcomes included no alerts or alarms, no medical intervention, and no impact to therapy. Investigation included customer education and troubleshooting by guiding bluetooth isolation and manual sensor code entry on the ilet. Investigation of this case revealed successful restoration of data transmission to the ilet after reconfiguration, consistent with pairing setup error. It was concluded that the event was resolved through user guidance, with no device malfunction and no patient harm.